Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the alarm. Blood glucose level was 178 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm. No button response due to flattened act keypad dome. Minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Unable to perform the displacement test due to keypad anomaly.